Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed leg pain and weakness in her legs after a trial procedure. A computed tomography (CT) scan was taken and the result was normal. The physician did not feel that the symptoms were device related, but believed that a nerve was irritated. The leads were pulled. The patient felt relief from her pain and weakness.